Manufacturer narrative:
UDI: unknown part number, UDI unavailable. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not available.

Event description:
As reported by the representative, a codman perforator failed to stop after penetrating through the skull. The perforator was used with a new medtronic drill system. No details are available, except that surgery was not delayed over 30 minutes and no adverse consequences were reported. The perforator was discarded and no lot numbers were recorded. Product not returned.